Event description:
The customer reported the plastic distal end cover (c-cover) of the subject device was damaged, which resulted in a small gap on the distal end. The reported issue occurred during reprocessing of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Additionally, upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator.

Manufacturer narrative:
During inspection and testing, foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (damaged c-cover) was confirmed. The c-cover was found to be cracked/broken due to physical stress. In addition, service found the adhesive on the bending section cover was detached, the scope connector cover was dented, the universal cord was scratched, there was play in the angulation knob due to wear of the angulation wire, and the insulation resistance value at the distal end was out of specification due to the damaged c-cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter adhering to the forceps and around the forceps base could not be identified, and the root cause could not be determined, however, it is likely the result of damage that occurred to the device and the IFU-recommended reprocessing procedure not being completely implemented. In addition, the root cause of the plastic cover crack could not be determined, but was likely the result of physical stress caused by hitting the tip of the scope or dropping the tip, chemical stress, etc. The event can be prevented by following the instructions for use (reprocessing manual) which states: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.